Manufacturer narrative:
The patient age was not provided. The patient weight was not provided. (B)(4). Approximate age of device - 1 year, 5 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's vad system had intermittent low speed on the early morning of (B)(6) 2018. The log files were submitted. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted logs and observed 15 low speed operations on (B)(6) 2018 between 2:52:54 am - 3:59:48 am, in which the actual speed dropped below the low speed limit of 9200 rpm. The customer was informed that these events could have been linked to potential issues with the percutaneous lead (driveline) occurring while the vad was connected to the power module. On 28feb2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. There were no any issues reported since the replacement. The patient was provided an ungrounded power module patient cable for use while on power module support. Additional information requested but was not provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported reductions in pump speed below the low speed limit; however, a specific cause for the low speed events could not be conclusively determined through this evaluation. A distal end driveline replacement was performed on 28feb2018 and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found no damage to the outer silicone sleeve or underlying clear bionate layer. Moderate breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with approximately 1.5 years of use. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.